Event description:
Per the clinic, the patient experienced a skin breakdown with keloid tissue and an infection around the implant side.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)